Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use from (B)(6)2019 to (B)(6)2019. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Cartridge change sequence was completed on (B)(6)2019, (B)(6)2019, and (B)(6)2019. On (B)(6)2019, the ¿fill tubing¿ step was completed 4 times in a row, for a total of 42.2 units being primed through the infusion set tubing. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg 40-75 mg/dl); customer did not know cause. Customer consumed food to address bg. As event occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.